Event description:
The nurse observed that the ventilator alarms were not audibly activated when the pts respiratory status would have activated the alarm. The ventilator was changed. There was no pt injury.